Event description:
It was reported the thunderbeat's probe broke. The malfunction occurred during a therapeutic right sided hemicolectomy procedure. There were no reports of patient harm, however, there was a delay of under 30 minutes. The procedure was able to be completed with a similar device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned to olympus for inspection therefore, the reported failure was not confirmed. Correction information added to: d1, d3, d4, h4. Updated information added to: d8. A root cause could not be identified due to no device return. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.